Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with a venous ulcer was treated during a venaseal procedure. This patient was an advanced disease patient. It is reported the patient got an infection post venaseal procedure. The patient was prescribed antibiotics/steroids but it has been reported the patient has since died. There limited information available currently, however, the physician does not equate all of these events. No further patient injury reported, medtronic are following up to get more clarifying information.